Event description:
It was reported to philips that the flexvision screen encountered switching errors, requiring os reinstallation on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled the os and recommended pc replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).